Event description:
This impella introducer device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella rp.

Manufacturer narrative:
B5: added related device information. H10: added related device report number.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d10 (concomitant). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the ij perforation/failure to advance was determined to be most likely user related issue since the perforation occurred during sheath insertion and no patient conditions were reported. The cause of the hypotension was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this 23fr introducer device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella rp flex.

Event description:
Clinical narrative: an impella rp flex was inserted via the 23fr introducer inserted at the jugular vein to support the 74 year old male patient who had been admitted in with plan for cardiothoracic surgery. The patient was to have coronary artery bypass graft (CABG) and a valve. The patient was also supported on the left side by an impella 5.5 pump. Prior to the pump and introducer insertion the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. The team placed the rp flex via the 23fr introducer to the internal jugular vein, but when the guidewire was removed the pump came out of position. When the team attempted to reposition the pump wirelessly, a perforation of the right ventricle occurred. The patient was placed on bypass, explanted the rp flex, and surgically repaired the perforation. Once repaired, the team placed a swan to again gain access, and in doing so the introducer came out of the vein. The team placed the dilator into the sheath to again gain access and found that there was a perforation of the jugular. The team removed the sheath completely and placed the patient instead on a surgical right ventricular assist device (rvad). The patient did suffer hypotension and blood loss in the frequent manipulations and interventions that were treated by multiple units of blood. The patient survived both perforations and remains on the rvad for support.